Event description:
It was reported that the coating fell off from the guidewire end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coating fell off from the guidewire end.

Manufacturer narrative:
The reported event is inconclusive due to the quality of photo samples received. Visual evaluation noted three photo samples received. First photo sample shows outer packaging of guidewire indicating lot number, expiration date, product catalog number, and guidewire size. The second photo sample shows the guidewire on to of product packaging. The third photo sample shows guidewire within guidewire package rings to keep the guidewire in tact during shipping. Based on photo quality, it is unclear if flaking is present on the guidewire. Although an exact root cause could not be determined a potential root cause could be inadequate material. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coating fell off from the guidewire end.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 nitinol guidewire in opened packaging. Flaking was present in physical sample received. Also received three photo samples received. First photo sample shows outer packaging of guidewire indicating lot number, expiration date, product catalog number, and guidewire size. The second photo sample shows the guidewire on to of product packaging. The third photo sample shows guidewire within guidewire package rings to keep the guidewire in tact during shipping. Based on physical sample received product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be inadequate material. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.